Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal blood glucose fluctuations while using the ilet, going to bed near 203 mg/dl and later awakening to a fingerstick-confirmed value of 92 mg/dl, with a separate low value of 86 mg/dl that triggered an ilet alert; the event duration out of range was reported up to two and a half hours, and the user treated with grapefruit juice and chocolate while the pump delivered insulin as part of routine therapy. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education, including a fingerstick calibration and dietary guidance to use complex carbohydrates at bedtime. Investigation of this case revealed that the cause of both the hyperglycemia and subsequent hypoglycemia was unclear, with no device alarms indicating malfunction and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.